Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to hearing loss of a patient examined with an achieva 1.5t system. The patient was scanned for a brain examination without hearing protection.

Manufacturer narrative:
Based on the provided information, there is no indication of a malfunction of the mr device. The patient claimed to have hearing loss as a result of the mr examination. In this case, it was not confirmed by a medical specialist if actual hearing damage/loss occurred. The actual used exam card and log file of the examination were used to determine the produced noise levels by the mr system. It was determined that the average noise level the patient was subjected to was over 99db(a). According international standards hearing protection needs to be applied for levels above 99 db(a). For this examination no hearing protection was applied.